Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Unable to verify upload or download on carelink pro due to blank display anomaly. Unable to perform functional test due to blank display. The pump had minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of uploading/downloading issue. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.